Manufacturer narrative:
The device remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report material deformation and difficult removal of the lock line. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. One clip was successfully implanted. To further reduce mr, an additional clip was inserted. However, during deployment, a knot was noticed in the lock line. The knot prevented the lock line to be removed from the device; therefore, the delivery catheter (dc) handle had to be dismantled to capture the knot and remove the lock line. The lock line was successfully removed without any further issues, and mr reduced to a grade of 2. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not identify any similar complaints. Based on the information reviewed, while the difficulty to remove the lock line (physical resistance/sticking) appears to be the result of the reported knot (material deformation), a cause for how the knot formed could not be determined. There is no indication of product issue with respect to manufacture, design or labeling.na